Manufacturer narrative:
The implant date was reported as either (B)(6) 2009 or (B)(6) 2013. A second physician was reported with this event; it is unknown which physician implanted the bsc device: (B)(6).

Event description:
As reported by the patient¿s attorney, an upsylon y-mesh was implanted. According to the complainant, the patient experienced erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, neuropathic and other acute and chronic nerve damage and pain, pudendal nerve damage, pelvic floor damage, chronic pain, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine and the vagina, and operations to remove portions of the female genitalia. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.